Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor communication on the patient programmer. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). The communication issue started on (B)(6) 2016. The patient did not have a managing health care professional (hcp). Hcp listings were provided. Additional information provided by the consumer on (B)(6) 2016 reported that they had an ¿undercharge situation¿ this was indicated to mean an overdischarge situation. Additional information reported that the patient did have a managing hcp. Additional information was received from a consumer on (B)(6) 2017 reporting that they had an overdischarged implantable neurostimulator (ins) and had not charged or felt stimulation since some time in 2016. Now the ins was going to be taken out by the health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.